Manufacturer narrative:
The returned product was evaluated and no evidence of any mfg defect was detected. An air bubbles, equivalent to 30+ units of insulin in size, was found in the device's insulin reservoir. This typically occurs due to the customer injecting air during the fill process, rather than a mfg process issue or product defect. User error is confirmed as having caused the pod to fail to perform its essential function. The omnipod's user guide instructs users on proper filling technique and warns to, "never inject air into the fill port. Doing so may result in unintended or interrupted insulin delivery." Interrupted insulin delivery has the potential to result in high blood glucose levels. Pod lot qualification records were determined to have met all acceptance criteria.

Event description:
Customer wore a pod for approx 48 hours and stated her bg levels were "higher than normal". She was unable to verify bg records, but recalls her bg was between 200 mg/dl to 300 mg/dl. The pod was returned for eval.